Manufacturer narrative:
Summary of evaluation: evaluation results indicate that the event occured due to the presence of burrs on the screw head.

Event description:
During the implantation of a femoral nail, the head of the cross screw would not fit through the bore hole of the target device. The surgeon used an alternate cross screw to complete the procedure. Ten days later, the surgeon implanted a plate because of instability.